Manufacturer narrative:
We checked the returned unit and confirmed the ccd/us probe unit shadow in image and the objective prism cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd/us probe and the objective prism. In addition, we confirmed that the segment steel braid broken, the remote control button(1) perforated, the lcb distal cover glass cracked, the bending rubber leak, the insertion flexible tube (ift) cut, and the operation channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.